Event description:
It was reported that pump displayed malfunction alarm code 9 with fault ID 0x20f1, and customer also experienced cartridge alarms that required pump replacement, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction code, and ultimately had pump replaced due to cartridge alarm issues.